Event description:
On 08 jul 2008, the distributor reported that during surgery on an unknown date, the driver bent. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.